Event description:
Boston scientific received information that intermittent capture was seen due to an exit block on the right ventricular channel. Daily measurements show normal and stable lead impedances. The pulse generator (pg) has been reprogrammed. The right ventricular lead is a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this information will be updated.